Event description:
The customer reported the kvp tracks to maximum with no image displayed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended. (B) (4).